Event description:
It was reported while using bd vacutainer® z blood collection tubes that one (1) tube cracked when the sampler was labeling it. Initially, the cap appeared a little crooked and had to be adjusted. Blood leaked onto the healthcare worker's hands and clothes. There was no further health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stoppers or cracked/damaged tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cocked stoppers or cracked/damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.